Event description:
This non-serious spontaneous case was reported in 2009 by a physician (via a company representative). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy three days ago. No other treatment details were provided. That same day, she developed lower face and finger puffiness, at sites where no injection was administered. The areas were not red or itchy. The patient took antihistamines and on the day event reported, the puffiness was slightly better than on the previous day. Relevant medical history and concomitant medication information was not mentioned. The patient is recovering from the lower face puffiness and puffy fingers. A ptc (pharmaceutical technical complaint) was initiated.